Event description:
It was reported during a post dilation of a stent in the subclavian vein, the balloon would not deflate. The physician used a needle to deflate the balloon. There is no pt injury reported.

Manufacturer narrative:
The sample has been returned; however, evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.